Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. There was wire lumen buckling 1cm from the tip. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion, however it was noted that the balloon ruptured. The device was completely removed and the procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion, however, it was noted that the balloon ruptured. The device was completely removed and the procedure was completed a different device. No patient complications were reported and the patient's status was good.